Event description:
The event occurred in india during routine check. It was stated that the hl20 tpm displayed the error message runaway. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent onsite for further investigation. The fst replaced the the belts with pulley. However, the hl20 twin pump sill displayes the error message: runaway. The investigation is ongoing. Further spare parts are required for further investigation. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the indian market. It is a significantly similar device to "hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701028580.